Manufacturer narrative:
The siemens field service engineer (fse) was dispatched to the customer site. After analyzing the instrument and instrument data, it was determined that the cause of the discordant sodium results was user error. The fse found the pressure foot on the x-tubing was set too high and set the pressure foot to specification. Additionally, the fse determined that stat spins are not recommended by the tube vendor. If tubes are not full draws, then platelets can form which can cause low results on initial aspiration. Siemens recommended the customer to follow the tube manufacturer's recommendations. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant low sodium (na) results were obtained on a dimension rxl max with hm instrument. The discordant results were reported to the physician(s), who questioned the results. The customer stated at least two reports required correction and patients were admitted. Treatment or alterations to treatment was unknown. The customer repeated the results twice from the same sample. The corrected results were reported to the physician. There are no other known reports of patient intervention or adverse health consequences due to the discordant na results.